Event description:
The facility's representative reported an infusion pump with a failure code 812:02. This report was noted during biomed testing. The facility's representative stated that no patient injury or medical intervention was involved with this pump. Information was requested regarding the date this report occurred, pump programming and set-up information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.